Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in the colon for a post - polypectomy during a colonoscopy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the clip would not release off of the delivery system after all trouble shooting mechanisms. The procedure was completed. There were no patient complications reported as a result of this event.